Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the amia cassette was stuck to the heater bag and when the tubing was removed, it ripped a hole in the heater bag. The set was not used in therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information.  The device was received for evaluation. A visual inspection performed with the naked eye noted a hole in the heater bag. The reported issue was verified. The direct cause of the event was determined to be manufacturing related; caused by excess solvent on the tubing to the heater bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.